Event description:
Tech was mixing IV's - went to enter medication in the empty viaflex 100ml bag and the rubber port end came out. Am told they have been having problems with this off and on. Have tossed them in garbage if loose. I have one bag here for company to have if they wish to do qa checks on the product.